Event description:
Reportedly, the subject device was explanted because of inappropriate shock. A connection issue was suspected between the ventricular lead and the ICD. The device will be returned for analysis.

Manufacturer narrative:
Updated: refer to the attached report.

Event description:
Reportedly, the subject device was explanted because of inappropriate shock. A connection issue was suspected between the ventricular lead and the ICD. The device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, the subject device was explanted because of inappropriate shock. A connection issue was suspected between the ventricular lead and the ICD. The device will be returned for analysis.